Event description:
The device was used during a thoracoscopic lung resection procedure. Reportedly, the instrument was difficult to open. The surgeon was able to remove the instrument wihtout any pt injury.